Manufacturer narrative:
The reported event of noise was confirmed. The lead was received severely stretched with extraction tool was returned inside lead body. External insulation abrasion was noted at 7.7 cm to 7.8 cm and 10.2 cm to 10.7 cm from the connector pin exposing the outer coil consistent with friction to the device can. The reported event was isolated to the exposure of the outer coil in the abrasion zones.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to noise.